Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed intermittent oversensing on the left ventricular (lv) lead. Technical services (ts) reviewed and recommended reprogramming the device to turn off the right ventricular automatic threshold (rvat) and left ventricular automatic threshold (lvat) tests. There was also high capture thresholds noted on both rv and lv leads. Ts could not determine if there was lv capture. This crt-d and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).